Manufacturer narrative:
MFR name: (B)(4).   Complaint conclusion: it was reported that 6/7f mynxgrip vascular closure device (vcd) would not deploy. There was no reported patient injury. The reporting site could not retract the balloon even though it appeared deflated through the white sheath. The mynx and the sheath were pulled out together successfully. Multiple attempts to gather additional information were unsuccessful.  A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed the shuttle cartridge engaged to the handle and with the procedural sheath pulled back against the shuttle. The balloon¿s distal tip was severely inverted with the core wire curved. The advancer tube was engaged to the proximal tamp lock and the sealant was not returned. When attempted to retract the balloon though the advancer tube, the inverted balloon material would bunch up and stuck at the distal end of the advancer tube. They may have been the result of excess tension applied to the device during the procedure resulting in balloon distal tip inversion. Tension at or above 7n was likely applied to the balloon during the procedure. The high amount of tension caused the distal leg of the balloon to invert (overlap on itself). Once the distal leg has inverted, it is difficult to remove the balloon through the advancer tube. Review of lot f1629103 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.  The event reported as ¿balloon retraction jam¿ was confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer could not be conclusively determined. However, procedural or handling factors, such as excessive tension, could have contributed to the reported event. According to the product instruction for use, users are instructed to pull lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the manufacturing process. Therefore

Event description:
It was reported that 6/7f mynxgrip vascular closure device (vcd) would not deploy. There was no reported patient injury. The product is available for return. We could not retract the balloon even though it appeared deflated through the white sheath. Everything was pulled together and was successful.